Event description:
Complainant alleged that while treating a patient, the device displayed "pacer fault 116", "pacer disabled", and "defib diasabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device displayed a "defib fault 72" message.